Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) has reached eri (elective replacement indication) and did not meet the physician's expectations with regards to longevity.